Manufacturer narrative:
The returned one shot target device is regarded to be the subject product. During investigation no material, design or manufacturing related issues were found. As the osd had been in use for a longer time (manufactured 2010) before the alleged event was reported we pre-suppose that it had fulfilled its tasks in former surgeries as intended. A simple test on a plain surface confirmed that the device had not been bent or distorted over time or previous use. There is no evidence to confirm or reproduce the reported case. Referring to product inquiry ¿ the rep confirms that biplanar x-rays were used to determine this¿ but according to further information received ¿¿ the image was not saved to the patient notes. Therefore, it is not available.¿ nevertheless, with respect to the long service life the device should not be used any longer. However, based on the information given the exact root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that a patient with trochanteric fracture was operated with gamma 3 nail, when they used the one shot device, the surgeon experienced that it was misleading the k- wire instead of helping them to get it in the right position. New one shot device were used from another gamma kit, and then it worked without any problems. That biplanar x-rays were used to determine this.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a patient with trochanteric fracture was operated with gamma 3 nail, when they used the one shot device, the surgeon experienced that it was misleading the k- wire instead of helping them to get it in the right position. New one shot device were used from another gamma kit, and then it worked without any problems. That biplanar x-rays were used to determine this.